Manufacturer narrative:
(B)(4). During evaluation of a returned homechoice hardware device an alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during the initial drain of peritoneal dialysis. The home patient was connected at the time of the alarm. The technical service representative reviewed set up with the home patient and no leaks were found. The home patient stated they were still connected and did not disconnect at any time. The home patient stated the homechoice primed okay. The technical service representative assisted the home patient with clearing the alarm so the home patient could reset up with new supplies. During troubleshooting, nothing was found that could have caused or contributed to the alarm. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.